Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. The battery pack was received in pieces. The physical damage also damaged the pca and battery cells. The cause of the non-functional battery pack is the extensive physical damage. The root cause is physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a batter pack indicating that it was non-functional.